Manufacturer narrative:
A synopsis of the testing for screen batch 40326 (using lot r767 with 221710) is as follows: (B)(6). Although unexpected (B)(6) reactivity was reported on cells I and ii, the cells displayed slight red cell adherence, weak reactivity. Other samples tested around the same time with the same vials and lots of reagents performed as expected along with qc. Unable to rule out sample related issue.

Event description:
On (B)(6) 2016, a customer reported unexpected (B)(6) results when testing a patient sample with capture-r ready-screen 3 (crrs 3) using capture-r ready indicatior red cells (crric) on the galileo echo. The patient has a history of antibodies.